Event description:
Generator screen froze mid-procedure and settings cannot be adjusted up or down. Switched to electrocautery to complete case.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: device discarded by the user. Evaluation unable to be performed. Product event # (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.